Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device in good condition with no appearance of any physical damage. The event history log confirmed multiple ¿check syringe flange sensor¿ error messages occurred. Functional testing was unable to replicate the reported issue. The root cause was unable to be determined. The optocoupler was replaced preventively. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while feeding with a neomed 35 ml oral/enteral syringe, the pump exhibited an alarm for syringe not in place. The user replaced the pump and continued feeding. No adverse patient effects were reported by the customer.